Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that during an device upgrade procedure from a pacemaker to a cardiac resynchronization therapy pacemaker (crt-p) this right ventricular (rv) lead was surgically abandoned due to high thresholds. The lead remains implanted but not in service.